Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No pump error 131 noted during testing. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received multiple pump error alarm after self test. The customer¿s blood glucose was 88 mg/dl. The customer was assisted with troubleshooting. Customer stated that insulin pump was exposed to a high magnetic field. Customer reported that they were unable to clear the alarm and able to rewind the insulin pump. Customer stated that displacement test was failed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.